Event description:
It was reported that during the in-situ bending of the vitallium rod using stryker sagittal benders, the rod snapped and a 3 inch piece of the rod broke off. A replacement 600mm vitallium (cobalt-chromium) rod was used as replacement.

Manufacturer narrative:
Method: device history review; complaint history review; results: the cause of the fracture is unknown, but likely dependent on site specific loading conditions (including the location, direction, amount, and speed of loading) as well as the severity of the bending angle and the orientation of the laser marking relative to the bending direction. Conclusion: the customer reported event of a xia 3 vitalium rod with hex main body fracture intra-op was confirmed via the sales rep and inspection of the returned device. The event resulted in a 20 minute delay, which is inline with the risk documentation. The returned rod was inspected visually and confirmed to be fractured. The fracture appeared to originate from one of the laser marked dots. Additionally, a similar investigation sample was sent for material analysis and it was determined that the rod fractured through bending overload in ductile mode. No material or manufacturing issues were identified for this device.

Event description:
It was reported that during the in-situ bending of the vitallium rod using stryker sagittal benders, the rod snapped and a 3 inch piece of the rod broke off. A replacement 600mm vitallium (cobalt-chromium) rod was used as replacement.